Event description:
Customer called to report the insulin pump alarmed for button error. The insulin pump was dropped into water. Customer stated that he was able to get the insulin pump working. The insulin pump was in the customer's pocket when the alarm occured and it could not be cleared. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.